Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
Additional information received from distributor on (B)(6) 2022. Upon receiving the pump, the distributor performed a history review and system check. The reported malfunction alarm was confirmed via pump history. Pump system check verified pump was in working order.